Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to relocate the ipg pocket site (for unknown reason). The abbott representative lost connection with the ipg during surgery while trying to engage in surgery safe mode. The physician replaced ipg, and stimulation has been restored.